Event description:
It was reported the light source was used partway through a therapeutic artificial anal atresia procedure, then put into standby. When it was turned on again the light did not come on, and an emergency light came on. The procedure was delayed by a few minutes before completion by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. It is likely that the main board and converters may have malfunctioned, as the issue persisted even after the xenon lamp, main board, and igniter were replaced. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.